Event description:
It was reported that a patient underwent a total prostatectomy in (B)(6) 2008 and suture was used. During the procedure, the needle pulled off the suture. The surgeon accidentally left the needle in the patient¿s body. In (B)(6) 2012, underwent CT scan for an unrelated issue. The needle was visualized in the patient's body. In (B)(6) 2013, the patient underwent a different surgery and the needle was removed at that time.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch zjk155, mfg date: 08/01/2007, exp date: 07/31/2012; batch zlz932 mfg date: 10/201/2007, exp date: 07/31/2012. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.